Manufacturer narrative:
The information provided by stryker orthopaedics clinical affairs department. No additional information is available at this time. Additional follow-up information may be obtained by the clinical affairs as it becomes available. If additional information become available, the evaluation summary will be submitted in a supplemental report. It cannot be determined which, if any of these devices may have caused or contributed to the pt's infection.

Event description:
A subject, 61-02-069l, enrolled in (B)(6) study experienced an operative site adverse event for a deep joint infection. The event was reported as device related with the following comment: "infection occurred at operative site cannot rule out device." The event resulted in revision of the implanted components.